Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15845892 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
The complaint received states that during the procedure during the procedure, an orbit galaxy (640cf3509/15845892, complaint product) would not be detached. The procedure was coil embolisation for peripheral arterial occlusion lesion located in vertebral artery that was not tortuous but the level of calcification was unknown. No patient information (age, gender, dob and weight) was provided. During the procedure, an orbit galaxy (640cf3509/15845892, complaint product) would not be detached at the green zone using the dcs syringe ii(635-002, lot unknown). Although he attempted the detachment at the red alternative detachment zone, the situation was same. Therefore the orbit galaxy was safely removed from the patient. The procedure was continued using an unspecified competitor¿s product (brand name and size unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It hasn¿t verified, but according to the physician, the pressure might not have been applied properly to the coil, as the crack would be located somewhere on the delivery tube and leakage of saline was observed from there. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the vessel or in the microcatheter (excelsior sl10, type unknown). The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The complaint received states that during the procedure during the procedure, an orbit galaxy (640cf3509/15845892, complaint product) would not be detached. The procedure was coil embolization for peripheral arterial occlusion lesion located in vertebral artery that was not tortuous but the level of calcification was unknown. No patient information (age, gender, dob and weight) was provided. During the procedure, an orbit galaxy (640cf3509/15845892, complaint product) would not be detached at the green zone using the dcs syringe ii(635-002, lot unknown). Although he attempted the detachment at the red alternative detachment zone, the situation was same. Therefore the orbit galaxy was safely removed from the patient. The procedure was continued using an unspecified competitor¿s product (brand name and size unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It hasn¿t verified, but according to the physician, the pressure might not have been applied properly to the coil, as the crack would be located somewhere on the delivery tube and leakage of saline was observed from there. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the vessel or in the microcatheter (excelsior sl10, type unknown). The complaint product is going to be returned for evaluation. No additional information is available. A non-sterile orbit galaxy complex fill coil 3 x 9 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and embolic coil were found without damage while the gripper was found damage. The gripper and embolic coil were inspected under microscope, the embolic coil was found without damage while the gripper shows a burst condition. The sem results showed that the received orbit galaxy presented evidence of a burst on the gripper. Evidence of elongated material was observed on the burst section. No other anomalies were observed on the gripper material. According to the observed conditions, it is feasible that an amount of pressure could accumulate on the gripper until material burst. The purge hole was found on the external surface and it did not show evidence of blockage. No visual evidence of any chemical degradation or cutting in the material was noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil - failure to detach¿ could not be evaluated due the conditions of the received unit. The cause of the failure experienced appears was due to the burst found on the gripper. The burst found on the gripper could not be conclusively determined since as per ch&ss investigation the customer state that ¿during the procedure, an orbit galaxy (640cf3509/15845892, complaint product) would not be detached at the green zone using the dcs syringe ii(635-002, lot unknown). Although he attempted the detachment at the red alternative detachment zone, the situation was same¿ / ¿it hasn¿t verified, but according to the physician, the pressure might not have been applied properly to the coil, as the crack would be located somewhere on the delivery tube and leakage of saline was observed from there.¿ as additional investigation the orbit galaxy manufacturing process was reviewed and there were not tools, equipment or product handling that could cause the slit or other type of damage on the gripper. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.